Event description:
It was reported the gastrointestinal videoscope exhibited foreign objects in the forceps channel during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for inspection. The reported event was confirmed. A root cause could not be identified. Based on the results of the investigation, forceps channel blocked (blockages are 10 mm long black plastic caps). The user reported that the specific endo therapy accessory was clogged. Furthermore, inspection confirmed clogging of foreign material as reported by the user. The probable cause of the foreign material clogged was due to the handling described in the warning/caution of the operation manual ¿using endotherapy accessories¿. The event can be prevented by following the instructions for use which state: IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.